Event description:
It was reported the patient had been talking about having the pump removed for the last year because the patient had some scar tissue buildup. It was also noted the patient experienced some discomfort at the pump site. Per the reporter they were planning to move the pump to the other side of the patient¿s body. The pump was moved from the right side of the abdomen to the left side of the abdomen per the patient¿s request. It was unknown the cause of the scar tissue. As of 4-5-15 the patient had not had follow-up appointment with the managing healthcare provider office yet but was instructed to reach out with any questions or concerns in the meantime and per the reporter no concerns at this time. Drug or patient outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).